Event description:
It was reported that the articulating tip of the stemmed tibial broach impactor fractured while impacting the handle.

Manufacturer narrative:
Eval summary: visual insp confirms that one of the t-slot arms has been fractured. There is gouging on the edges of the slot in the knurled area of the handle, which look like they could have come from impaction on this portion of the device. Root cause cannot be conclusively determined at this time. Eval: the instrument is within spec where measured, including hardness. Device history records indicate all components were manufactured and insp to spec. No mfg abnormalities could be detected.